Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated that small red bumps appeared after two or three days of sensor use. The reaction was located at the sensor site after removal of the sensor. Patient¿s mother consulted with a dermatologist and was recommended to use johnson and johnson tough pads to lessen the skin reaction. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.